Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date customer noticed unspecified symptoms and self-presented to a healthcare provider. Customer was prescribed an unspecified medication. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection performed on the returned sensor patch, no obvious defects observed. The sensor plug was properly seated. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
A customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date customer noticed unspecified symptoms and self-presented to a healthcare provider. The customer has prescribed an unspecified medication. No additional information was provided. There was no report of death or permanent injury associated with this event.